Manufacturer narrative:
The manufacturer updated the catalog number in the complaint file. The following fields were updated in this follow-up report: b4 (date of report), d1 (brand name), d3/f14 (email addresses); d4 (change of catalog number, lot number, expiration date, UDI), f6 (date of becoming aware), f7 (follow up report), f9 (device's age) and f13.

Event description:
The clinician reported that nearly five months after the dental implant was placed in ada site 10 of the patient's mouth, lack of osseointegration was verified. Immediate extraction site was involved in this event. The device was forwarded to the manufacturer for investigation. No further complications were observed.

Event description:
The clinician reported that nearly five months after the dental implant was placed, in ada site # 10 of the patient's mouth, lack of osseointegration was verified. Immediate extraction site was involved in this event. The device was forwarded to the manufacturer for investigation. No further complications were observed.